Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found the outer insulation was abraded at 52.8 cm to 53.0 cm and at 53.0 to 53.3 from the connector pin. The abrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.